Event description:
A surgery center representative reported that during phacoemulsification, the handpiece heated up in the surgeon's hand. The handpiece was exchanged and the surgery was completed. There was no harm to the pt or the surgeon.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).